Event description:
It was reported that the patient's blood glucose level reached 355 mg/dl while wearing the pod between 5 and 24 hours on the abdomen. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
A tear was observed on the exposed portion of the soft cannula resulting in fluid diverting from the intended fluid path. The exact timing and cause of this damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.